Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple no delivery alarms. It was also reported that the insulin pump is only delivering 1 to 3 units of insulin. Partial troubleshooting occured, and it was determined that the infusion set was occluded. No additional information is provided.